Event description:
The tack endovascular system (tes) was used in a peripheral procedure. During use, a tack was deployed and resulted in an amputation. This adverse event is being submitted in an abundance of caution due to the patient requiring amputation. There was no alleged malfunction reported on the tes device.

Manufacturer narrative:
Block a: the patient's dob or age at time of event, sex, gender, weight, ethnicity, and race are unknown. Block b3/d10: the date of event was not provided, thus 01-jan-2024 was listed. Block b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. Block d4/g4/h4: the lot number was not provided, thus the following information are unknown: brand name, model number, catalog number, unique ID, expiration date, manufacture date, and PMA number. Block e: the facility details was not provided, thus the following information are unknown: reporter name and contact info, facility name and address. Block h3/h6: there was no alleged malfunction of the tes device. The device was not returned for investigation and no further information could be obtained; therefore, the cause of the amputation could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.